Event description:
A cardioquip (cq) depot service manager notified cq service that the internal tubing of this device was suspected of contamination. Pictures of the internal tubing were submitted to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the device receive an internal water pathway replacement due to the discoloration present within the tubing. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 11/18/24, indicating device contamination.

Manufacturer narrative:
A cardioquip technician identified potential contamination after this rental device was returned to cardioquip. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, it was decided that the device would receive an internal water pathway replacement. Once the repair is completed the device will be returned to specification and full functionality.